Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited the brush ejected from the forceps channel. There were no reports of patient involvement.

Manufacturer narrative:
Per the customer¿s response, it is unknown if reprocessing was conducted in accordance with instructions for use (IFU) or not. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable by handling the device in accordance with the following sections of instructions for use (IFU): IFU operation manual chapter 3 preparation and inspection 3.3 inspection of the endoscope, 3.5 attaching accessories to the endoscope. Olympus will continue to monitor field performance for this device.